Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for intractable chronic cluster headache. It was reported that the ins was repositioned due to pain. This event occurred 6-12 months after implant. No further complications were reported or anticipated.